Event description:
The suspect device results were lower than the lab for a pt's blood glucose. The device read 17, 145 and 28 mg/dl compared to a lab result of 214 mg/dl. No treatment alleged. Controls were in range. The reporter declined to have the device replaced.